Event description:
It was reported that the user experienced bluetooth connectivity issues resulting in dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet bionic pancreas, and support guided the caregiver to toggle sensor settings, restart the ilet, and wait for pairing with the provided pairing code. Symptoms included temporary loss of cgm data display on the ilet without reported adverse clinical symptoms. Outcomes included no impact to blood glucose levels and no need for medical intervention or hospitalization. User support included remote troubleshooting and user education regarding sensor pairing and device restart. Investigation of this case revealed a communication interruption between the cgm transmitter and the ilet, consistent with intermittent bluetooth signal loss, with the ilet and cgm hardware otherwise functioning as designed once pairing steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption related to bluetooth connectivity.